Event description:
It was reported to tyco healthcare/dendall on june 21, 2005 that a customer had a problem with a foley catheter. According to the customer "in 2005, a patient had balloon that would not deflate, urologist had to pop the balloon to have it removed. " no patient injury was reported.